Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was an unexpected receiver shut-down . No additional event or patient information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver case was opened, the internal inspection failed with a defective battery with a cracked controller chip. The battery was replaced with a known good battery and the receiver turned on. The receiver log was downloaded, unexpected shutdown was found within the investigation window. Functional testing was performed and it passed. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a defective battery.